Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, at 107635 joules and 13 minutes, the fiber tip loose and it was unable to fire normally. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified there were no damages or defects observed. It was also identified by the microscopic analysis that the glass cap exhibited severe detritus and devitrification at the output window, which is an expected behavior for consumable devices. The connector cone, segments, and tabs appear in good condition and secured, and the control knob was attached and aligned with fiber and can rotate it. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber and the connector test verification passed normally. There was no fiber damages identified that could have caused or contributed to the reported. The alleged fiber tip loose cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, at 107635 joules, 13 minutes and 70g of gland volume, the fiber tip loose and it was unable to fire normally. Due to this, the procedure was completed using another device. There were no patient complications.